Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a loss of rf telemetry. Several attempts were unsuccessful trying to interrogate through rf telemetry. A device firmware download was successfully performed using inductive telemetry to restore rf telemetry. No patient symptoms were reported. No other information was available.